Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. Approximately 30mm of the burst balloon returned with the distal inner detached and not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of an arteriovenous (av) fistula on the left side using the 10x40 fortrex hp pta balloon, the balloon burst above its rated burst pressure and detached during the event. The vessel was pre-dilated with an 8x40 fortrex hp pta balloon. Not all pieces or fragments of the balloon were retrieved from the vessel, and the procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.